Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - unblemished. Additional information requested and the following response received on (B)(4) 2011: was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transaction? What color reload?---no information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---no information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---no information. Were any unexpected noises heard? I ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. Was there any difficulty removing the device from the tissue? ---no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---no information. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total gastrectomy procedure, the device was used for the anastomosis between the esophagus and the jejunum. The deployed staples were not formed proper b-formed shaped. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
.